Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak in the cassette that led to this alarm. Renal therapy services (rts) assisted the patient to remove the cassette and end the therapy session. Rts advised to perform a manual drain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.